Event description:
It was reported that the patient experienced a lot of bleeding following generator replacement in 2008. The patient reported that he was seen in the emergency room and had to have the incision repaired and redressed. The physician indicated that the patient is no longer under his care and has not been seen for approximately five years. Attempts to obtain additional relevant information have been unsuccessful to date.